Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a non-sustained ventricular tachycardia (nsvt) episode due to myopotential oversensing, which resulted in a pause of over two seconds. Technical services (ts) was consulted and recommended an evaluation to assess whether the noise could be reproduced. The patient was checked and field representative indicated no noise could be recreated. No adverse patient effects were reported. This device remains in service.